Event description:
It was reported that the patient with this pacemaker stated that the device moved and threatened to come out of the skin. The patient also reported some redness and sensitivity to the touch, and that they have not had a device evaluation since 2023. Intermittent palpitations were also reported. Technical services (ts) advised further evaluation by cardiology and have someone assess the area. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker stated that the device moved and threatened to come out of the skin. The patient also reported some redness and sensitivity to the touch, and that they have not had a device evaluation since 2023. Intermittent palpitations were also reported. Technical services (ts) advised further evaluation by cardiology and have someone assess the area. No adverse patient effects were reported. This device remains in service. Additional information was received that a revision procedure was performed and this device along with the leads were explanted due to infection. A temporary system was implanted. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.